Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
It was reported that there was a tip fold over of the electrode array during initial implantation that was discovered one day post-operatively following an x-ray to confirm the device position. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 4, 2020.